Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) the device was received for evaluation. During functional testing, reported symptom of "door not shut error" was not reproduced. A review of event history log revealed multiple alarms of shut door power off and door jammed are present. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment hooks. The hooks requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed "door not shut error" during an unspecified process step in the central distribution department. There was no patient involvement. No additional information is available.